Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) contact a fresenius stay safe apd luer lock connector that was leaking during a patient¿s (B)(6) 2018 treatment. The pdrn confirmed that there was no visible damage to the luer lock connector, and confirmed it appeared to be connected correctly. The patient completed their treatment with no harm, adverse event, or medical intervention. The patient has resumed their normal peritoneal dialysis treatments without further issues. The device was reportedly discarded and is not available for return.